Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the right ventricular lead exhibited failure to capture and failure to sense. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and low lead impedance were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any conductor fracture but an internal shorting between conductors was noted. Further testing found the inner insulation was damaged at the proximal region consistent with the suture sleeve tie down forces. The cause of the reported events was isolated to the inner insulation damaged due to the suture sleeve tie down forces consistent with procedural damage.